Event description:
It was reported that, sometime after implantation, the patient experienced extrusion, inflammation, cyst formation, and an autoimmune disorder. She also suffered from prolapse, as well as urinary and fecal incontinence. Due to significant vaginal scarring and damage, she was unable to engage in intercourse. Her condition included grade three intussusception, rectocele, and enterocele. Additionally, scar tissue led to a shortened and narrowed vaginal canal. She was diagnosed with hashimoto's disease, which ultimately required the removal of her thyroid.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of mesh implant. Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion e2326 - inflammation e1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1901 - additional surgery.

Event description:
It was reported that, sometime after implantation, the patient experienced extrusion, inflammation, cyst formation, and an autoimmune disorder. She also suffered from prolapse, as well as urinary and fecal incontinence. Due to significant vaginal scarring and damage, she was unable to engage in intercourse. Her condition included grade three intussusception, rectocele, and enterocele. Additionally, scar tissue led to a shortened and narrowed vaginal canal. She was diagnosed with hashimoto's disease, which ultimately required the removal of her thyroid.

Manufacturer narrative:
Block h11: correction to block h6: coding table. Patient code e2328 - obstruction has used to capture the event of intussusception. Block b3 date of event: the exact event onset date is unknown. The provided event date of october 08, 2013, was chosen as a best estimate based on the date of mesh implant. Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. E2326 - inflammation. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1901 - additional surgery.